Event description:
It was reported that a patient was implanted on (B)(6) 2010 for parkinson's disease. It was noted that after the operation that patient was not reprogrammed. It was stated that from (B)(6) 2011 the patient's limbs were "stiffness aggravated". It was not clear exactly what that meant. It was stated that gradually the patient could not take care of himself. It was stated that the patient was now in the hospital from (B)(6) 2011. The patient inquired about programming. Additional information received reported that there was no diagnostic tests performed and the patient had not been programmed after the operation. Additional information received reported that the patient was given the doctor's contact information so that they could contact the doctor.

Manufacturer narrative:
(B)(4).